Event description:
The surgeon was attempting to manually pull/tighten acl graft into place, pulling distally. The arthrex tightrope pulled through the graft tunnel and the arthrex flip cutter broke. The surgeon was successful in locating the broken flip cutter pieces and the surgical outcome was good. An additional flip cutter and tightrope were opened and used successfully to place the acl graft.